Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon when the mandrel was removed. There was no pt involvement. No additional event or pt info is available.